Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: basilar tip aneurysm treated via right radial artery with 079 guide catheter and 5x125cm intermediate catheter with microcatheter. Device was prepped, sheath back flushed and device deployed in saline bowl to disperse air bubbles. Resheathed into introducer sheath and proximal pusher wire seated into detachment controller to confirm functional unit and system, green light on detachment controller. Web device inserted into microcatheter (now in position in the basilar tip aneurysm). First deployment too proximal in aneurysm and protruding on pcas. Attempt to resheath resulted in microcatheter advancing over the web device and positioning it higher in the aneurysm. Second attempt to resheath the device with the microcatheter being held stable while pulling on the pusher wire resulted in no movement of the web, but the wire was retracting. Gentle withdrawal of the microcatheter away from the proximal marker of the web demonstrated the device was detached inside the aneurysm. The web detached inside the aneurysm without the use of the detachment controller. Anatomy was normal, not overly tortuous. Some resistance was noted when advancing the device, but it was not noted to be a cause for concern. No further manipulation of the device was possible, but the position was acceptable. Patient is stable at the time of report. Note - the only time the pusher wire was seated in the detachment controller was prior to insertion, into the microcatheter and only to check the device and detachment controller were functioning correctly. Type of surgery being performed and treatment site: endovascular repair basilar tip aneurysm.